Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was reported. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they developed into an infection underneath the sensor pod. The reaction began as a tingling sensation before developing into an inflammation of the skin and discoloration. A regimen of flucloxacillin was prescribed to treat the infection. No additional information was captured regarding symptoms or the patient's current condition. No data or product was provided for evaluation. Confirmation of the allegation and a root cause could not be determined.